Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the buttons were taking several presses to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/20/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: the keypad is fully intact, with no peeling or damage observed.the ¿up¿,"down" and ¿ok¿ keys respond. ¿contrast¿ key respond intermittent. Keypad was removed to investigate. There was evidence of keypad contamination under ¿contrast¿,"up","down" and "ok" contact button.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.